Event description:
Per the clinic, the device was explanted on (B)(6) 2013, during the same surgery, the patient was reimplanted with a new device. The reason for explantation is unknown. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Per the clinic, the device was explanted due to skin flap breakdown resulting in extrusion of the receiver/stimulator.the device is not available for anlaysis.this report is filed november 29, 2013. Device not available for analysis.

Manufacturer narrative:
(B)(4).